Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the product returned. Visual inspection shows foreign debris in the sealed screw sleeve that is larger than allowable. The ftir spectrum analysis of the debris revealed that it is consistent with polypropylene. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event occurred during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that incoming inspection member found black debris in the sterile package. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.